Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, when the customer attempted to use monopolar energy, an integrated electrosurgical generator unit (iesu) error, c-34 occurred repeatedly. At the time of call to technical support, an intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer reboot the iesu, but the issue persisted. The customer continued the procedure as planned with the force triad generator alternatively. No known impact or patient consequence reported. Intuitive surgical, inc. (Isi) followed up with the isi field service engineer and obtained the following additional information: the system functionality was checked upon powering on and the iesu initially powered on without errors.

Manufacturer narrative:
Based on the claim against the product by the customer noting error c-34, an investigation was completed to determine the cause of this reported event. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and was able to reproduce error c-34 error when firing monopolar energy. The integrated electrosurgical unit (iesu) was replaced to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis (fa). Fa confirmed and reproduced the reported failure (c-34 error). The generator will be returned to original equipment manufacturer for repair. The probable root cause of the reported issue is attributed to a component failure of the iesu. This complaint is being reported due to the following conclusion: the customer had to switch to a 3rd party esu after the start of the procedure due to not being able to use monopolar energy. While there was no harm or injury to the patient, system component unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury if the procedure had to be converted/aborted.